Event description:
It was reported that a left bundle branch area pacing (lbbap) lead had been surgically abandoned due to a product performance issue and was later explanted for therapy purposes. This right atrial (ra) lead was explanted and replaced due to the product performance issue of increased thresholds due to dislodgement. The left bundle branch (lbb) lead, implanted in the left ventricular (lv) port of the device, was explanted and replaced due to the product performance issue of dislodgment as it was pulled back and no longer gave selective pacing. A new lbb lv lead was attempted but not implanted due to a product performance issue. Soon after, the newly implanted ra lead and lbb lv lead dislodged once again. Subsequently, the patient underwent another revision procedure and the newly implanted ra and lbb lv leads were explanted and replaced with another new set of leads. No additional adverse patient effects were reported.